Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the 19.5 diopter lens was exchanged for another lens of unknown power. The results are 20/20 and it was indicated the patient's symptoms have resolved. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced a hyperopic surprise. The lens was exchanged.